Event description:
In the time that I have had the essure device I have had pelvic pain, abdominal pain, that are very severe. I have had severely painful headaches, severe fatigue, abdominal swelling, period lasting four months, nausea and thinning hair. The feeling of something stabbing me in my lower left side also. I want the essure removed but my doctor denies that this can be done. I know that it can. (B)(4).